Manufacturer narrative:
(B)(4). Date sent: 6/3/2024. D4: batch # u5aw31. B3: only event month and day known. Year is unknown but assumed to be the year that the complaint was reported. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the return reload. Visual analysis of the returned sample revealed that the 6r45b reload was received with the cartridge pan and body of the reload bent and damaged. Also, the spring cartridge, 3 double drivers and 1 single driver were loose inside a plastic bag. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number u5aw31, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure that when the reload was opened it was noticed that it was broken. Another reload was opened to continue with the procedure. There were no adverse consequences for the patient.